Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had quit on them with an off no power and was not responsive. The customer reported the issue occurred at 2 am. The customer's blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and excessive no delivery test. Stop (idle) current measurement and run current measurement within specifications. The insulin pump passed self test. No unexpected battery power loss noted during testing. The insulin pump was received with scratched case and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.